Manufacturer narrative:
The reported event was confirmed manufacturing related. Received (1) photo samples. The photo samples showcase an overview of the silicone foley catheter attached to the drainage bag. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley catheter attached to the drainage bag. Visual inspection of the sample noted that the inflation arm had been cut therefore inflation/deflation test could not be performed. The balloon was dissected, and it was noted that the notch has not been completely perforated. The returned sample does not meet specification as per inspection procedure which states: "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." No actions can be taken at this time since a root cause was not identified. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: bardex® lubricathr 400-series temperature-sensing foley catheter 5cc / 5ml balloon bardex® lubricathr caution: this product contains natural rubber latex which may cause allergic reactions. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon was defective and was unable to deflate. There was no trauma/injury to the patient.

Event description:
It was reported that the foley catheter balloon was defective and was unable to deflate. There was no trauma/injury to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.